Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going

Event description:
(B)(6). The clips does not hold and has fallen into the patient's stomach. Components in use listed as concomitant devices are: pl510r / handle f/pl506r & pl508r. Pl572t / ligature clip 12 mag.= 144 pcs. Pl522r / shaft compl.d:5mm l:310mm.

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and panasonic dmc tz8 digital camera. We made a visual inspection of the push rod. Here we found a bent rod. Furthermore we made a visual inspection of the handle, here we found traces of usage. A damaged fitting screw and silicate discoloration on the shaft. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: according to the quality standard, a material defect or production error can be excluded. We assume the sluggish working as a causal factor and this was caused by the bent push rod. There is the possibility that the bent push rod was caused by improper handling or mechanical overload situation. Additionally the instrument does not comply to our specificaitons and this could be an additional factor. We also assume that the silicate discoloration was caused by a reprocessing failure. There is the possibility for an excessive silicon dioxide levels in the demineralized water. No CAPA is necessary.